Manufacturer narrative:
Determination of root cause: assessment: the returned sample was visually inspected by quality engineering and found to be melted, retracted back into the cannula and charred. There are two causes for the tip to deform in this manner, high illumination levels and opaque material on the surface that occludes the illuminated tip. The surface absorbs the light energy and heats up to the point that the acrylic fiber stress relieves into the deformed shape. Conclusion: the operator's manual for this product warns users about this issue stating, "avoid prolonged operation of any fiber probe in air at output settings greater than 50% (or 10 lumens). This may result in fiber probe deformation that may cause patient injury."

Event description:
Reporter initially noted illumination failed during surgery. Additional information received noted chandelier was burned and at end of the case the surgeon had to enlarge the sclerotomy to remove it. No additional patient information provided.